Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned /non-emergency vascular procedure was completed as planned by restarting the system . A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the log files by fse indicated that the host pc¿s hard drives were defective. Fse replaced hard drives and reloaded system backup which resolved the issue. After replacing the hard drives and reloading the system backup, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur the instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If the system shuts down during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A system shutdown that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system was slow to boot up and when the customer rebooted, everything froze with an error message of "disc read error". The system was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.